Event description:
(B)(6), infusion nurse reports patients pump is not working and having a lithium battery issue. Nurse is currently infusing patient via gravity. Unknown if product is available for possible return. Pump serial number: (B)(6). Frequency: infuse 30gm (300ml) intravenously for 2 consecutive days (weeks 1 and 3) and 30gm (300ml) for 1 day (weeks 2 and 4). Indication: chronic inflammatory demyelinating polyneuritis.